Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient¿s oxygen saturation dropped when placed on parapac. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H4 - device mfg date; corrected. H3 and h6. Codes: updated. One device was received for analysis. The reported issue could not be confirmed or duplicated. Per functional testing; oxygen concentration of approx. 100.9 % on nam and approx. 48.3 % on air mix. These readings fall within acceptable parameters. Device is operating within factory specifications. The root cause was unknown as the complaint was not reproduced. No action was taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.